Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported plate and the screws were used for fracture of shaft of tibial on (B)(6) 2012. The patient¿s tibia bone was different in its shape and size than a typical person because he suffered multiple enchondromatosis. On (B)(6) 2014, it was found by x-ray that 3 of the 6 screws were broken, also bone union was not obtained. The surgeon performed the revision surgery and completed the case with new plate and screws. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I have reviewed the complaint narrative and the accompanying 4 x-rays. I can confirm that there are at least 2 screws broken in the images that I reviewed. Without a second view of the broken screws, I cannot confirm that a third is broken. This report is for three locking screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the screws were subjected to low dynamic bending loads. Constant alternating load cycles over a period of time led to the fatigue of the material, then to a first crack and finally to the overloading of screw a and b. By screw c the fracture surface shows signs of high dynamic loads. The plate is used and does shows scratches on the surface. A failure resulting either from a material defect or the manufacturing process could be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three locking screws, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The articles with lot numbers that were reported are listed below, synthes is unable to identify which are the two additional complained screws: part number: 413-028s, lot number: 2787387. Part number: 413-030s, lot number: 2768606. Part number: 413-032s, lot number: 2775376. Device history report reviews were performed on all three possible broken screws listed in this report. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. 413-028s / lot 2787387: manufacturing location: (B)(4), manufacturing date: 12.10.2011, expiry date: 01.09.2021. 413-030s / lot 2768606: manufacturing location: (B)(4), manufacturing date: 22.08.2011, expiry date: 01.08.2021. 413-032s / lot 2775376: manufacturing location: (B)(4), manufacturing date: 13.09.2011, expiry date: 01.09.2021. Corrected data: this report is for two locking screws, part and lot numbers unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report was originally filed as 3 unknown screws, the report is being updated to reflect two of the five returned broken screws that were not able to be identified this report is for two unknown locking screws. This is report 2 of 5 for (B)(4).